Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. Delivery accuracy of 250 ml/hr and 25 ml tested in specification at 6 minutes, 5 seconds or 98% of expected accuracy with no free flow door opened or closed. The device operated as intended. The log review did not note the occurrence of the reported issue. Preventative maintenance was performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: levophed was primed by the nurse using gravity, and the pump was set to deliver a low dose of levophed at a rate of 5.13 cc/hr, corresponding to 0.02 mcg/kg/min. Within two minutes, it was observed that the pump was inadvertently bolusing the patient, leading to an increase in the patient's blood pressure. The levophed line was subsequently disconnected from the patient as the blood pressure began to decrease and then stabilized. A new bag of levophed was procured, primed, and administered via a different pump. No additional medication was necessary to manage the patient's subsequent rise in blood pressure.